Manufacturer narrative:
H3, h6: the device was returned for root cause analysis. The investigation was able to duplicate the customer reported issue. A visual inspection was performed, and the event history log was reviewed. The pump went into alarm immediately after powering on with alarm error code 41100, otherwise the pump was in good physical condition. The cause of the customer reported problem was a faulty printed wiring assembly (pwa). Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa.

Event description:
It was reported that there was error code 41100. There was unknown patient involvement.